Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to a flattened act button dome switch. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported the customer had a frozen display. Customer also reported their insulin pump would beep many times for reason. The customer also stated their buttons were unresponsive. The customer's blood glucose was 334 mg/dl. It was also reported the customer had a battery out limit alarm. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.